Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 2/1/25 an ilet user reported they experienced a low blood glucose (bg) event requiring the assistance of ems and hospitalization. The event occurred on 2/1/25. The user, who uses the abbott freestyle libre 3+ continuous glucose monitor (cgm), experienced issues with their device throughout the day on (B)(6)2025. The cgm displayed rising blood glucose (bg) levels, prompting elevated bolus rates. After announcing a meal, the user's bg levels dropped rapidly. Ems was called and administered IV dextrose, recording a bg of 106 mg/dl before leaving. The user's bg later dropped to 37 mg/dl, and their sister and roommates assisted by providing an inscrutable, orange juice, milk, and glucose tablets. The user required assistance pairing a new sensor, which the customer care agent guided them through, initiating the warmup period. However, as the cgm went out again, the user began losing consciousness, prompting another ems call. The user was transported to the ER on (B)(6)2025, where they were treated with fluids and insulin while disconnected from their pump. They were released on (B)(6)2025 but were not admitted due to hospital capacity limits. Upon release, their bg was 264 mg/dl, and they required additional training on insulin management. The user resumed using the ilet system on (B)(6)2025. They reported experiencing loss of consciousness, sweating, mental disorientation, extreme fatigue, and lethargy during the event but stated no long-term effects.